Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the current data range does not cover the event date due to continued customer use. The reported replace battery warning, 128-fxxx alarm, was not observed in the current data range and there was no evidence of excessive battery usage. The battery cap was not returned and a test battery cap was used in the investigation. The pump powered up and functioned properly. Electrical current draws were within specifications. A rewind/load/prime sequence was executed without any incidents. The investigation was unable to verify or duplicate the reported power issue. Unrelated to the power issue, it was observed that the battery compartment was cracked below the grip pad. Pump casing was opened to investigate and no evidence of moisture intrusion or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump gave frequent battery alarms. Review of alarm history showed multiple low and replace battery alarms within a two week time period. Reporter stated that the battery setting matched the battery used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.